Manufacturer narrative:
(B)(4). Medical devices: 11-300817, arcos 17x150mm spl tpr dist, 835840; 11-301305, arcos con sz e std 60mm, 390570; ep-200154, act artic e1 hip brg 28x48mm, 389230. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01771; 0001825034 - 2018 - 01770; 0001825034 - 2018 - 01774.

Event description:
It was reported that the patient experienced blood loss of 1200 ml during a stage ii revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up MDR is submitted to relay additional information received. Concomitant medical products: s1s hip neck adapter catalog 431186, lot 580280; hip mold stem catalog 431192, lot 558100. The complaint was confirmed based on surgical notes that were provided. Device history record was reviewed and identified no deviations or anomalies. A root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.